Event description:
It was reported that (1) tsw45 was used during an laparoscopically assisted vaginal hysterectomy procedure. It was reported by the rep that when the instrument was fired, it stapled but did not cut. The surgeon opened another tsw45 and it worked as expected to complete the case. There was no consequence to pt.